Manufacturer narrative:
(B)(4). Results of investigation: vyaire medical was unable to duplicate the customer's reported issue. All testing was performed using a good known test patient circuit and test lung. The ventilator passed an extended 95 hour run in test with the customer's settings without any unusual alarms and conditions. The ventilator passed the internal peep test from the ltv final test. The event trace log contained no unusual alarm types or incident counts. All event trace entries were consistent with normal ventilator operation.

Event description:
It was reported to vyaire medical that the unit's peep was low once it is set lower than 8 cmh2o. There was no patient involvement associated with this complaint.